Manufacturer narrative:
An event regarding maximum extension involving a non-invasive grower (jts) was reported. The device was implanted 4 years ago when the patient was (B)(6) years old and still skeletally immature. X-ray review was not performed as x-rays were not provided for review. Requests for further information on 9th dec 2016 determined that no further information was available for this complaint. There is no indication of device or manufacturing related issues have been identified. A revision related to a minimally invasive/non-invasive growing device reaching maximum extension is expected in patients who are continuing to grow. There is no device failure; the device functioned as intended and is being replaced, as anticipated, so as to allow for the patient's continued growth. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Corrected data: implanted dated correct from 09 april 2008 to (B)(6) 2012. Custom distal femur replacement implant correct to jts extendible distal femoral implant. Custom distal femoral implant corrected to limb salvage system. Implanted date corrected to (B)(6) 2012.

Event description:
It was reported by the surgeon that the patient underwent a distal femur jts non-invasive grower procedure on (B)(6) 2012. The non-invasive grower has now reached maximum extension and a revision procedure is required. This is the second supplemental report to 3004105610-2015-00032 ((B)(4)).

Event description:
It was reported by the surgeon that the patient underwent a distal femur jts non-invasive grower procedure on (B)(6) 2008. The non-invasive grower has now reached maximum extension and a revision procedure is required.

Manufacturer narrative:
The implant was successfully revised on (B)(6) 2015.

Event description:
This is a supplementary report to 3004105610-2015-00032 (B)(4).

Manufacturer narrative:
The manufacturing history of the component has been reviewed and confirmed that no abnormalities or deviations were reported. The component that was implanted was designed to be extended over time. This has now reached the end of its life and the patient requires a longer prosthesis. There is no alleged failure of the device to meet its performance expectations. Please note that this custom implant is similar to the mets modular distal femur implant (k121029).